Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. It is recommended that the user facility receive instruction/reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the adhesive on the object lens had peeled off. The bending angle was noted insufficient due to the elongated angle wire. Scratches were present on the distal end, the grip, the plate, the surface of the light guide lens, the video connector, and the number one switch. The adhesive on the distal end was found missing altogether. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus endoeye flex deflectable videoscope due to a short-term image noise noted during angulation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the object lens was peeling off. This report is being submitted to capture the peeling adhesive discovered during the evaluation.